Event description:
Per the audiologist, the pt underwent a tissue reduction surgery to remove excess skin growing over the abutment. The pt has had the site cleaned and cut back numerous times. There were no complications during the surgery.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.